Event description:
It was reported a patient experienced and was hospitalized for shortness of breath coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of the shortness of breath was not reported. Treatment for the event of shortness of breath was not reported. At the time of this report the outcome for the event of shortness of breath was reported as ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.